Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('this is consistent with her history of left coil being displaced/left sided tube not noted') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parakeratosis, adenomyosis and dysmenorrhea. (B)(6) 2016-surgical pathology: diagnosis: uterus, cervix, bilateral fallopian tubes, resection: cervix with squamous metaplasia and parakeratosis. Benign endometrium with secretory phase-type changes. Adenomyosis. Bilateral fallopian tubes without significant histopathologic abnormality. Concurrent conditions included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("pregnant with baby 7") and underwent cholecystectomy ("gallbladder out"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, cholecystectomy and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cholecystectomy, device dislocation and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: uterus: size: 8.9 x 4.5 x 4.5 centimeters. Orientation: anteverted. Endometrium: 11.5 millimeters. Myometrium: normal. Cervix: normal. Cul de sac: none. Comments: echogenic area right uterine fundus seen. Probable coil. Ovaries: right: measures 2.7 x 2.3 x 1.7 centimeters. Left: measures 2.9 x 1.9 x 2.6 centimeters. Comments: normal. Urinary system x-ray - on (B)(6) 2016: right sided essure tube again seen. Left sided tube not noted, similar to the prior CT. Surgical clips in the right upper quadrant. "Concerning the injuries reported in this case, the following were reported via social media: pregnancy with contraceptive device, gallbladder removal, anxiety, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received-event medical device removal updated to device dislocation. New reporter, race, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('this is consistent with her history of left coil being displaced/left sided tube not noted'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: parakeratosis, adenomyosis and dysmenorrhea. (B)(6) 2016, surgical pathology: diagnosis: uterus, cervix, bilateral fallopian tubes. Resection: cervix with squamous metaplasia and parakeratosis. Benign endometrium with secretory phase-type changes adenomyosis. Bilateral fallopian tubes without significant histopathologic abnormality. Concurrent conditions included: pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). Was found to have a pregnancy with contraceptive device ("pregnant with baby 7") and underwent cholecystectomy ("gallbladder out"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, cholecystectomy and anxiety outcome was unknown. Pregnancy related information: prospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred, during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cholecystectomy, device dislocation and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2016, uterus: size: 8.9 x 4.5 x 4.5 centimeters, orientation: anteverted, endometrium: 11.5 millimeters, myometrium: normal, cervix: normal. Cul de sac: none. Comments: echogenic area right uterine fundus seen. Probable coil. Ovaries: right: measures 2.7 x 2.3 x 1.7 centimeters, left: measures 2.9 x 1.9 x 2.6 centimeters, comments: normal. Urinary system x-ray: on (B)(6) 2016, right sided essure tube again seen. Left sided tube not noted. Similar to the prior CT. Surgical clips in the right upper quadrant. Concerning the injuries reported in this case, the following were reported via social media: pregnancy with contraceptive device, gallbladder removal, anxiety, medical device removal. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality safety evaluation of product technical complain. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal/ e-free') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder out"), was found to have a pregnancy with contraceptive device ("pregnant with baby 7") and experienced anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, pregnancy with contraceptive device, cholecystectomy and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cholecystectomy, medical device removal and pregnancy with contraceptive device to be related to essure (ess205). "Concerning the injuries reported in this case, the following were reported via social media: pregnancy with contraceptive device, gallbladder removal, anxiety, medical device removal. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: reporters were added. Essure insertion date and product code updated. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.